Event description:
Customer reports within 2sd-but-below-the-mean recovery for all 3 biorad levels when using reagent ln 331265.

Manufacturer narrative:
This issue is being addressed under CAPA-(B)(4). Investigation pending.